Event description:
Lap chole - "clip applier stopped functioning mid-procedure."

Manufacturer narrative:
This report is to follow up the maude event report # (B)(4) investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the component, which loads the clip into the jaw, had sustained damage. This damage prevented the clip from being advanced into the jaws correctly which may have contributed to your experience with the device. The exact cause of the damage is unknown. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Applied medical has recently implemented device enhancements which are intended to minimize the potential for this type of damage. This lot was built prior to application of these device enhancements. This document represents our final report.

Manufacturer narrative:
This report to follow up with (B)(4).the incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.